Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing pain at the ipg site. The patient underwent a pocket revision procedure and was doing well postoperatively.

Event description:
It was reported that the patient was experiencing pain at the ipg site. The patient underwent a pocket revision procedure and was doing well postoperatively. Additional information was received that the patient underwent an ipg replacement procedure. The patient was doing well postoperatively and the explanted ipg will not be returned.